Event description:
A physician reported a hakim valve was implanted in a female patient via v-p shunt on (B)(6) 2021 with 100mmh2o. After that, the patient had been followed up. Obstruction and acute hydrocephalus was suspected; therefore, a revision surgery was performed on (B)(6), 2022 to remove and replace the valve. Primary disease - meningocele.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 5635831, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The position of the cam when valve was received was 90 mmh2o. The valve was hydrate. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.